Event description:
It was reported that a burr detachment occurred. A rotapro 1.50mm was selected for use to treat a 75% stenosed, moderately tortuous and severely calcified lesion in the distal right coronary artery (rca). Following ablation for approximately two minutes, the device stopped rotating. The maximum rotation speed was 30,000 and a detachment was noted. The devices were successfully removed together. The procedure was completed and no patient injury was reported.

Event description:
It was reported that a burr detachment occurred. A rotapro 1.50mm was selected for use to treat a 75% stenosed, moderately tortuous and severely calcified lesion in the distal right coronary artery (rca). Following ablation for approximately two minutes, the device stopped rotating. The maximum rotation speed was 30,000 and a detachment was noted. The devices were successfully removed together. The procedure was completed and no patient injury was reported. It was further reported that the burr was stuck on the guidewire. The guidewire could not be removed alone, so both the guidewire and the rotapro were removed together.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of the rotapro atherectomy device. Product analysis confirmed the reported detachment, as the burr was received detached from the coil, and the coil was stretched and broken at the point of detachment. The reported stuck rotawire was able to be confirmed, as the returned rotawire was unable to be reinserted through the damaged coil. The reported rotation speed issues were not able to be confirmed, as the device stalled and would not run.

Event description:
It was reported that a burr detachment occurred. A rotapro 1.50mm was selected for use to treat a 75% stenosed, moderately tortuous and severely calcified lesion in the distal right coronary artery (rca). Following ablation for approximately two minutes, the device stopped rotating. The maximum rotation speed was 30,000 and a detachment was noted. The devices were successfully removed together. The procedure was completed and no patient injury was reported. It was further reported that the burr was stuck on the guidewire. The guidewire could not be removed alone, so both the guidewire and the rotapro were removed together.